Event description:
It was reported that approximately ten days post-placement of a stent graft at the venous anastomosis in an av graft, the pt presented with a completely thrombosed av graft, which included the stent graft. Thrombolytic declotting and mechanical thrombectomy was performed. Two days later, the av graft reoccluded with thrombus and pta was performed throughout the entire graft. Approximately 3 weeks after the initial stent graft implant, the entire av graft, including the stent graft, thrombosed again and it was abandoned. A left internal jugular vein hemodialysis catheter was successfully placed. There were no reported pt complications.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; therefore, it is not available for evaluation. The event investigation is currently underway.